Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that they experienced a hypoglycemic event and reading error symbol on (B)(6) 2014. Patient stated they were admitted to the hospital for low blood sugar. Patient did not report any injury or further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).